Manufacturer narrative:
The root cause category is non-assignable (not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. The consumer reported blisters after wearing the wrap. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh jan2016 -jan2019 trending graph. Adverse events for burns show peaks in nov2018 thru jan2019. Thermacare burn rate surveillance was included in management review on 23jan2019. In the most recent 6 month period (jun-dec2018), the burn cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm.

Event description:
Covered in blisters [blister], . Case narrative:this is a spontaneous report from a contactable consumer via a sales representative. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) UDI number: (B)(4), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Pfizer consumer healthcare field sales representative handles consumer sales, and (pharmacy name) is a customer, and he was forwarded an adverse event report they received, and they asked him to follow up with the manufacturer. The adverse event was the customer placed a thermacare heat wrap back on his hip, which was supposed to last 8 hours, and he had it on for 3 hours, and was covered with blisters in (B)(6) 2018. He bought the product on (B)(6) 2018 from (pharmacy name). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event for lbh products. The consumer reported blisters after wearing the wrap. There is not a trend identified for the subclass of adverse event for lbh products, refer to attachment adverse event lbh (B)(6) 2016 -(B)(6) 2019 trending graph. Adverse events for burns show peaks in (B)(6) 2018 thru (B)(6) 2019. Thermacare burn rate surveillance was included in management review on (B)(6) 2019. In the most recent 6 month period (B)(6)-(B)(6) 2018), the burn cases/million wraps continues to be very stable at 3.61 less than maximum [<10]. No trend; the burn rate is within ppm. Follow-up (25feb2019): new information received from product quality complaint group includes investigation results. Follow-up (28mar2019): follow-up attempts are completed. No further information is expected. Follow-up (19dec2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.